Manufacturer narrative:
Correction: health effect - impact code should be 4625 - additional surgery.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds, high defibrillation impedance, and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.